Manufacturer narrative:
09/10/1997-supplemental report #1 submitted to FDA.

Event description:
During a total gastrectomy procedure, the jaws did not open. The surgeon resected the tissue to remove the instrument. The hospital has reported that the pt's status is satisfactory.